Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer's technical service (ts) confirmed the reported issue. Ts advised the customer to replace the overlay and indicated that if the issue persisted, after the over lay replacement to replace the ui board. Multiple attempts were made to follow-up with the customer to obtain additional information regarding the repair status of the unit however, there was no response. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that when the ac is connected, there is a constant "indicator failure" alarm. The customer reported there was no patient involvement.